Event description:
Facility alleges blood leak during dialysis. Occurred at beginning of treatment. Treatment stopped; blood circuit discarded. Estimated blood loss 300cc. Treatment restarted with new dialyzer;no further problem reported.